Event description:
It was reported that the left anterior descending artery and the diagonal artery were treated with success with non abbott vascular stents. The physician then crossed into the medium tract of the marginal, which was 70 % stenosed, with no calcification. The bmw guide wire crossed the lesion without problems. A 2.5x12 mm non-abbott stent was implanted with success, which was post-dilated with an nc non-abbott balloon. It was noticed on fluoroscopy that the bmw guide wire tip had prolapsed and had caused a perforation distally in the coronary artery. The patient experienced hypotension; therefore, the decision was made to send the patient directly for coronary artery bypass surgery. The patient was reported to be fine after surgery. It was reported that the distal spiral of the bmw guide wire was frayed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Stretched coils and prolapsed tip can occur due to, but not limited to, interaction with the lesion and/or other device during the procedure as no damage was reported during inspection prior to use. Reportedly, it was noticed on fluoroscopy that the balance middleweight (bmw) guide wire tip had prolapsed and had caused a perforation distally in the coronary artery. The patient experienced hypotension; therefore, the decision was made to send the patient directly for coronary artery bypass surgery. The patient was reported to be fine after surgery. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that the images confirm that a perforation occurred in the distal area of the coronary artery where the distal tip of the guide wire was located. A perforation is generally not an indication of a guide wire product deficiency and can be related to circumstances in the procedure due to anatomy, patient disease state, selection of devices, and/or procedural technique. Vessel trauma, which can include perforation, is warned about in the hi-torque balance middleweight (bmw) guide wire instructions for use warnings section which states: do not: 1) push, auger, withdraw or torque a guide wire that meets resistance, 2) torque a guide wire if the tip becomes entrapped within the vasculature, (or) 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. A conclusive cause could not be determined for the reported perforation, its relationship if any to the device, tip damage, but there is no indication of a product quality deficiency. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc sprinter legend. Stent: resolute 2.5x12 mm. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.